Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.